Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the patient continued to complain of pain - it was noticed that the medication was dripping on the floor and no longer getting to patient because the tubing split. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4 UDI incomplete, lot # not provided. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
D9: product received date 11/13/2024. H3: one device was returned for analysis. The sample was received in good condition. The returned samples were visually inspected without magnification at 12¿ to 16¿ and normal conditions of illumination. Visual defects were found during the inspection. Per functional test the defect of breakage/cut was confirmed.